Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related product. At this time, applied medical is unable to determine the root cause of the reported event. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This document represents our initial and final report. This report is to follow up (B)(4).

Event description:
Procedure performed: tah. Patient status: no patient injury. Type of intervention: replaced the device had no further issues. Medwatch report received via mail: (B)(4). "Surgeon received alarms upon every activation. I placed the plug from port one to port two and got a couple of complete seals, but then the alarms started again. We received both reactivate and check device alarms. Replaced the device had no further issues." Additional information was received via medwatch report (B)(4) on 4-dec-2017: "during tah case voyant open fusion device started alarming "re-activate". Checked generator. Attempted to use after and received another alarm "re-activate". Handed off device. Opened new device. Case completed without further incidence. No harm to patient."